Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 290 mg/dl and ketones. The customer reported no delivery alarms and high blood glucose levels for days, prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test without alarming. Nothing further was reported.